Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an accutni result in the risk stratification range generated by the unicel (r) dxi 800 access chemistry analyzer. The erroneous result was reported out of the laboratory and questioned by the physician. Patient sample was re-centrifuged and retested on the same unit and lower result was obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was serum, which was centrifuged for 10 minutes at 3000g. The sample appearance was slightly opaque with red cells on the gel barrier. The customer noted a fibrin clot above the gel separator prior to re-centrifuging and re-analysis. Service was not dispatched since the customer observed fibrin in the sample, which is the likely root cause for this event.